Manufacturer narrative:
Per the tandem user guide: always make sure that the correct time and date are set on your insulin pump. Not having the correct time and date setting may affect safe insulin delivery. When editing time, always check that the am/pm setting is accurate, if using the 12 hour clock. No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that the customer incorrectly adjusted pump time and date settings. Reportedly, customer corrected time and date with assistance from their healthcare provider. There was no adverse impact to customer's blood glucose level.